Event description:
It was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking. Three days after placement into the patient for biliary drainage, the drainage tube could not lead out bile. The doctor flushed the catheter with saline but discovered a leak at the connection between the catheter hub and the catheter shaft. It was found that the saline could not be flushed out. The complaint device was then removed and replaced with a new like-device. It was confirmed during contrast examination that the contrast solution was visible at the junction between the catheter hub and the catheter shaft.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. G4 ¿ PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a). Investigation ¿ evaluation: a facility in china reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked. The device was placed for biliary drainage. Three days later, the catheter was not draining bile. The catheter was flushed with normal saline by the doctor, and leakage was noted between the catheter and catheter hub. An additional procedure was performed to remove and replace the catheter. Examination with contrast solution confirmed a leak between the complaint catheter shaft and hub. No other adverse events were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in a used condition. During table-top testing, using a syringe, hemostat and water, it was confirmed that water was escaping between the cap and mac-loc adaptor. Prior to disassembling the device, a visual examination identified a fold to be present within the lumen of the mac-loc adaptor. Upon dissembling the cap from the mac-loc adaptor, visual examination confirmed the presence of a fold and a tear in the flare. The device was determined to have been manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related sub-assembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Since there is objective evidence the DHR was fully executed, and there are no other lot-related complaints from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, DHR, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field." Based on the information provided, inspection of the returned device, and the results of the investigation, cook medical has concluded that the main cause of the reported event was manufacturing-related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.